Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (280 mcg/ml at 460.3 mcg/day), bupivacaine (17 mg/ml at 2.795 mg/day), and morphine (2000 mcg/ml at 328.8 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that an alarm was heard. Per the hcp, the patient was non-compliant and had missed a refill. The patient called and told the hcp the pump had been alarming for the approximately 5 days. The hcp had not seen the patient yet, but thought the alarm was the empty reservoir. The plan was to refill the pump with a different drug. No patient symptoms were reported. No further complications have been reported as a result of this event.